Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that the ilet displayed an ¿unable to proceed¿ alert during a supply change and the patient noted insulin odor and leakage from the cartridge, after which the user successfully ran a fill tubing procedure without a cartridge but the alert recurred when a cartridge was inserted; the patient¿s blood glucose was 228 mg/dl, and the user was advised to restart the device, attempt supply change steps, and transition to backup therapy as needed. Symptoms included hyperglycemia. Outcomes included interruption of insulin delivery and use of backup therapy. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.